Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The electrode lot number and expiration date were not provided. It was noted the sample probe had recently been replaced and adjusted. The field service representative found an issue with the vacuum nozzle and replaced it, which resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 4 patient samples on a cobas pro ise analytical unit. Patient 1: the initial result was 157 mmol/l. The sample was repeated on another module and the result was 147 mmol/l. The ise mixing vessel was cleaned and calibration was performed. The sample was repeated on the same analyzer as the initial result and the result was 148 mmol/l. Patient 2: the initial result was 148 mmol/l. The sample was repeated on another module and the result was 141 mmol/l. The ise mixing vessel was cleaned and calibration was performed. The sample was repeated on the same analyzer as the initial result and the result was 140 mmol/l. Patient 3: the initial result was 148 mmol/l. The sample was repeated on another module and the result was 140 mmol/l. The ise mixing vessel was cleaned and calibration was performed. The sample was repeated on the same analyzer as the initial result and the result was 138 mmol/l. Patient 4: the initial result was 150 mmol/l. The sample was repeated on another module and the result was 140 mmol/l. The ise mixing vessel was cleaned and calibration was performed. The sample was repeated on the same analyzer as the initial result and the result was 139 mmol/l.